Event description:
The customer reported that the 9600 system interconnect cable had a loose connection to the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call.